Manufacturer narrative:
Date sent to the FDA: 5/25/2022. Additional b5 narrative: it was reported that following the procedure the patient experienced vaginal pain and scarring.

Manufacturer narrative:
Appropriate term / code not available ((B)(4)) utilized to capture injury ((B)(4)). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019. No additional information was provided.